Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and no further malfunction occurred. Customer was advised that they could continue to use the pump and to call back if any issues recurred.